Event description:
Customer reports one incident of a blood leak on reuse number 1 at the onset of treatment. Noted by blood leak alarm and visible blood in the dialysate compartment. Confirmed by hemastix. Estimated blood loss 200-250cc. Treatment was continued with a new dialzyer and new bloodlines without incident. No pt injury or medical intervention reported.